Event description:
The company is stating that the items are sterile, even though they are not in approved packaging to reflect sterilization. The company reps do not appear knowledgeable of sterilization processes. They reported doing gamma radiation to achieve sterility but there is no evidence of sterility per thermal or chemical indicators. Reason for use: right total knee arthroplasty.